Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 14-feb-2023 h6: investigation summary the customer returned (1) 0.5ml 30ga 8mm syringe reporting barrel damage. The syringe was visually inspected. Upon visual inspection, embecta was able to confirm the reported failure of barrel damage. Manufacturing (holdrege) will be notified of the observed issue. A review of the device history record was completed for batch# 2031620. All inspections and challenges were performed per the applicable operations qc specifications. Based on the sample received, embecta was able to confirm the customer¿s indicated failure of damaged barrel. Embecta was able to duplicate or confirm the customer¿s indicated failure of damaged barrel. A definitive root cause cannot be determined.

Event description:
It was reported while using bd ultra-fine¿ ii 1/2ml insulin syringe the product was cracked. There was no report of patient impact. The following information was provided by the initial reporter, translated from japanese to english: this is a report about a damaged barrel. According to the customer's report, a crack over the barrel tip area was found before use in the operating room.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd ultra-fine¿ ii 1/2ml insulin syringe the product was cracked. There was no report of patient impact. The following information was provided by the initial reporter, translated from japanese to english: this is a report about a damaged barrel. According to the customer's report, a crack over the barrel tip area was found before use in the operating room.